Event description:
Post intraoperative cholangiogram, the laparoscope was reinserted and immediately a significant amount of smoke was noted intra-abdominally which had not been present earlier - the smoke was released. A burnt oder was noted. The insuflow co2 tubing was noted to have malfunctioned. The small body of the heater was quite warm and the short segment of tubing contained a brown residue & water vapor. The umbilical trocher sleeve appeared to be melted.